Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed that the battery elective replacement indicator (eri) is imminent. Ramware version 8 installed on (B)(6) 2011. Battery voltage is below new eri value of 2.81 v and will trigger eri once below value for 3 days.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device found the incorrect real-time telemetry battery voltage measurement is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and revealed that the battery elective replacement indicator (eri) is imminent. Ramware version 8 installed on (B)(6) 2011. Battery voltage is below new eri value of 2.81 v and will trigger eri once below value for (B)(6).

Event description:
It was reported that the device had early battery depletion and prematurely reached elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.